Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A proposal for the replacement of the sensor interface board (sib) was issued to the customer but was not approved. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the machine is not ventilating with an audio/visual alarm message "apnea 120". There was no report of patient involvement.